Event description:
It was reported that the implant required moderate adjustment due to changes of anatomy/calcifications.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Manufacturer narrative:
Additional information: h4, h6. The reported event could not be confirmed as there were no images or CT-scans provided. The surgeon noted anatomical changes or calcifications as contributing factors, with no concerns about the implant design. The implant met all specifications, and due to the 6+ month gap between planning and surgery, additional bone growth likely affected the fit. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.